Manufacturer narrative:
Investigation summary: no device was returned, so no evaluation could be performed on the actual device. Patient has a history of urinary tract infection. Manufacturer has reviewed the manufacturing and production process records for reported device/lot and no anomalies that may contribute to this event were observed. Manufacturer is unable to confirm that the catheter caused or contributed to the event.

Event description:
User reported he has been using hm16 for about 6 months and said, "he isn't sure, it may just be a coincidence, but he seems to have had more frequent utis with hm16 product than with the [competitor's] product." In follow up correspondence user indicated he does, "not know what caused [his] infections." User stated he has been self catheterizing for years and has had a number of utis and been prescribed several short term antibiotic courses that only temporarily relieve symptoms. User's doctor told him he may have a smoldering prostate infection which periodically spreads to his urethra or bladder and that long term dosing with an antibiotic might eliminate the problem.